Event description:
Customer's mother reported son had aviva system blood glucose result of 49 mg/dl concurrent with symptoms of hypoglycemia. Son self-treated with juice, retested blood glucose as 82 mg/dl within 10 minutes on the same system. No adverse event reported. Replacement was sent, device returned.